Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6(investigation type), h10, h11. Corrected fields: g1(contact person), h6(investigation conclusions).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue when the pump was running on battery, then dropped. The fse reseated the connections on the main board as well as power board, and unit passed drop test. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was intermittently running on battery. No patient harm, serious injury or adverse event was reported.